Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was attempting to use a resolute integrity rx drug eluting stent to treat a lesion in the om. It was reported that the device failed to cross and it was noted that the distal end of the stent was frayed. No patient injury reported

Manufacturer narrative:
Additional information: the device was inspected with no issues noted. Resistance was encountered while advancing the device to the lesion. The procedure was completed with another resolute integrity stent. If information is provided in the future, a supplemental report will be issued.